Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a loosened retainer ring. Customer stated that the insulin pump not bumped or dropped, no car accident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this insulin pump had cracking down the back of the case and at the battery cap region, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. (B)(4).